Manufacturer narrative:
Result: bed extender had 2 pins in the connector pushed in.

Event description:
It was reported by service report that the bed extender was damaged. No pt involvement or adverse consequences are reported.